Event description:
It was reported, the patient has not charged or used to scs system in years. As a result, the ipg is unable to communicate with external devices as the battery is depleted. The patient will discuss the next course of action with an sjm representative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.